Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a "kink/snap" was noted at the proximal end of the actual balloon during prep of the device prior to use in the patient. The advance 14 lp low profile balloon catheter was being flushed at the distal end as it was being fed over the .014 wire. Another balloon catheter was used during the procedure which was successfully completed. According to the initial reporter, no patient adverse event occurred as a result of this event.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation /evaluation: a review of the device history record, complaint history, quality control, instructions for use, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. However, there were three non-conformances noted for the sub-assembly. One was for a "damaged balloon", the next was for a "damaged wire lumen", and the final was for "foreign matter". Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.